Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during pre-use check in adult mode the ventilator is inoperative and displaying high peak and safety valve is open with a continuous audible alarm. No patient involvement.